Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, a deformation, observed a 40-millimeter dark patch edge material inside the gel of the device, and a crease flat. After the autoclave cycle was observed a cloudy color in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported ¿not enough milk production" on unspecified side. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted via psr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was unacceptable cosmetic appearance and patient desire for more cleavage and upper pole fullness.

Event description:
Patient reported ¿not enough milk production" on unspecified side. Device has been explanted. This record is for the left side.